Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. The patient reported to have programmed a bolus dose prior to a meal but noted that blood glucose levels began to rise, with readings displayed as ¿high¿ on the dexcom continuous glucose monitor system, indicating levels above 400 mg/dl. Fingerstick measurement showed a reading of 880 mg/dl, prompting the patient to seek medical attention. Emergency medical services (911) were contacted, and the patient was subsequently transported to the hospital and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included insulin infusion. At the time of reporting, the patient remained hospitalized, with no anticipated discharge date provided. Review of the patient¿s omnipod alarm history confirmed the occurrence of an automated delivery restriction alert with a switch to manual mode at approximately 2:39 am on the date of event, with blood glucose reported at 400 mg/dl at the time. The system appears to have remained in manual mode until approximately 4:18 pm the same day, when blood glucose levels were reported at 525 mg/dl.